Event description:
A lens implant card was received from the facility and it indicated that a 12.6mm micl12.6 implantable collamer lens was scratched. Additional information was requested but none has been forthcoming. If additional information is received a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.